Event description:
The time of event is not during procedure. There was no report of patient harm. Angle wire cut.

Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec38-i10l-us is available in the USA with a 510k number: k131855. The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the angle wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, and the remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the angle stuck. Therefore, based on the technical report, ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).